Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. As a preventative measure, the host power printed circuit board (pcb) and the main power cable were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-53258.

Event description:
A customer reported that the system shutdown after setup, before the procedure. They restarted and it occurred again. Another system was used to complete the procedure.